Event description:
It was reported by the customer that a bd pyxis¿ es server all stations were not communicating to the server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device involved in the incident, it was determined that low disk space on the e drive had been the primary issue. This condition had likely caused the station clinic1 to enter disconnected mode and had prevented user authentication, as critical services or database operations had been hindered due to insufficient storage. A technical support specialist had confirmed the issue with user authentication, and verified that messages were still crossing from cce, indicating partial functionality. Then the tss attempted to restore normal operations, and ensured that future backups would not accumulate unnecessarily, and freed up disk space to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue. D4 & h4: UDI and manufacturer date not available.